Event description:
It was reported that the patient experienced recurring peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had been hospitalized for severe back pain and later was diagnosed with peritonitis. After the treatment with zyvox, oral (dose and frequency not reported), the patient was discharged from the hospital. The patient then experienced a recurrence of peritonitis. The patient's catheter was removed and the patient was put on hemodialysis (hd) therapy. The patient was again hospitalized and treated with zyvox (dose and frequency not reported). Outcome of peritonitis was not reported. Additional information was requested, but is not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13c03029 and h13e17099 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a supplemental report will be submitted.